Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2001 and (B)(6) 2001 and mesh was implanted. It was also reported that the patient had ams colpopexy sling implanted. No clarifying information was provided. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to pelvic organ prolapse and vaginal vault prolapse. It was also reported that on (B)(6) 2003 the patient underwent repair of vaginal mesh erosion using a latzko type vaginal approach. Additionally, on (B)(6) 2007 the patient underwent removal of infected mesh and removal of right ovary due to inflammation. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection and vaginal discharge. It was reported that the patient underwent surgical procedures on (B)(6) 2001 and prolene mesh was implanted. It was reported that the patient concurrently underwent abdominal sacrocolpopexy.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.